Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 408 mg/dl. The customer stated that she received an insulin flow blocked alarm on the insulin pump. Troubleshooting was performed and the insulin exited. Customer is unable to remove the infusion set at this time to test the site portion of the infusion set. It was explained that there may a possible site related issue or occlusion. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.